Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the upper buttocks on (B)(6) 2016. No additional event or patient information is available. The receiver data log was reviewed on (B)(6) 2016. The complaint of inaccurate cgm values could not be confirmed based on the data. A root cause could not be determined. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. A pairing test was performed with a known good transmitter and failed. A review of the downloaded receiver log confirmed the reported event of inaccuracies. The reported event of inaccuracies was confirmed. A root cause could not be determined.